Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter present. The following was received by the initial reporter: visible contaminated. Oil visible on the inside of the barrel. Time 1. Customer is requesting credit for the product.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter present. The following was received by the initial reporter: visible contaminated. Oil visible on the inside of the barrel. Time 1 customer is requesting credit for the product.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-aug-2023. H.6. Investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, a black embedded particulate observed throughout the syringe with brownish discoloration in the barrel. Additionally, there is a waviness appearance observed to the barrel. The condition observed is non-conforming per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter and improperly molded defects is associated with the molding process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.